Manufacturer narrative:
In a good faith effort (gfe) response form the customer received on 18dec2024, it was confirmed that the replacement alternate current (ac) power cod and retention plate were received and replaced in the v60 ventilator. The device has not been returned to use as the completion of service on the device is pending. No replaced parts will be returned to philips for evaluation. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 09jan2025, it was confirmed that the replacement ac power cord and retention plate had been installed into the device, but the device had not yet been returned to use. The investigation is ongoing.

Manufacturer narrative:
The customer confirmed in an additional good faith effort (gfe) response that the device was still pending a return to service. Because the installed parts align with the recommended repair action to resolve the electrical safety issue, the service for the alleged issue is considered completed and this record will be closed. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an electrical safety concern. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A replacement retention plate and alternating current (ac) power cord were ordered in a material only work order. In a good faith effort (gfe) response received on 27nov2024, it was clarified that the electrical safety concern was due to the ground readings being higher than 200 ohms. The ordered ac power cord and retention plate had not been replaced as of the time of the gfe response on 27nov2024. This investigation is ongoing.